Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the intellivue mx800 patient monitor did not announce a heart rate alarm for the patient in bed 5. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
The customer reported that the intellivue mx800 patient monitor did not announce a heart rate alarm for the patient in bed 5. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.